Event description:
Customer reported that erroneously high and low sodium and chloride results were generated by the synchron lx20 pro clinical system. The system was calibrated and quality controls were within specification prior to the event. The results were not reported out of the laboratory. The system was recalibrated and quality controls were run. The samples were retested and yielded results within clinical expectations. There was no change to the patients' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call or system evaluation was performed. The customer independently performed system maintenance. Accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.